Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. The bg level was addressed by the customer drinking juice. The cause of the low bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.